Manufacturer narrative:
(B)(4). Evaluation of the concomitant e2516hs pencil and e7507 patient return electrode found them to function properly and within specifications. No conditions were identified that would have caused or contributed to the customer's report.

Event description:
The customer reported that during an ob/gyn procedure, a covidien (B)(4) pencil was resting in the holster when the covidien forcetriad generator self-activated. There was no report of patient or staff injuries. The pencil was connected to the unit's mono1 port with settings set at 35 cut/35 coag. An e6008 footswitch was connected to the unit but placed on top and not in use during the procedure. The generator and pencil were replaced to complete the procedure. The incident generator, pencil, and covidien return pad were all tested by the site's biomed for seven days and were found to function normally and within specifications.

Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.